Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the lv1/distal conductor was extrinsically fractured from over-rotation at implant/explant. The inner tubing of the lead became extrinsically distorted due to kinking/buckling. The inner tubing of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was speculated that the high threshold was due to the patient's anatomical structure, as the patient had lived in a high-altitude region for a long time, and a considerable proportion of patients in this region had a certain degree of myocardial fibrosis.

Event description:
It was reported that during implant procedure the right ventricular (rv) lead was difficult to place. A venography revealed a clavicle deformity. After attempted again, the ventricular lead was successfully placed in the ventricle, but pacing testing revealed an excessively high threshold and high impedance. An attempt was made to change the position, but due to the clavicle deformity, the lead was difficult to remove when spiraling out of the myocardium; the lead tip could not be successfully withdrawn. Repeated attempts failed. A sheath was used at the clavicle to assist in spiraling out the lead. On removal it was noted that there was a problem with the lead helix, could not screw in and out normally. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.